Event description:
A customer observed positively biased qc results using vitros valp reagent on a vitros 5,1 fs chemistry analyzer. Pt results were not reported during the time of the event, and there was no allegation of harm.

Manufacturer narrative:
Investigation into this event found that the user was not handling reagent packs in a consistent manner. The customer was advised of the need to handle reagent packs in a consistent manner, and this had resolved the issue. The customer was inverting reagent packs in an inconsistent manner. The most likely root cause of the event is unk, the issue has been resolved by handling the reagent packs in a consistent manner.